Event description:
It was reported that the spider 2 would not lock during a shoulder procedure. As a result, the procedure was completed with the pa holding the patient's arm due to no backup being available. Traction was never lost with instrumentation inside the patient. No complications or injury was noted as a result.

Manufacturer narrative:
The device was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection was performed on the product and an aluminum dumbbell was observed. A functional test revealed that the unit would not pressurize. The complaint was confirmed and the root cause has been determined to be a mechanical component failure. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. No containment or corrective actions are recommended at this time.